Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the pump had emitted two unknown alarms and the alarms were not recorded in the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2014 with the following findings: a review of the black box and alarm history showed no evidence of call service alarms. An ezprime sequence and 24hr duration test were successfully completed with no call service alarms duplicated. A replace battery alarm and a low battery warning were reproduced for the investigation; both were accurately recorded in the alarm history; the alarm history was found to be recording accurately. The complaint could not be duplicated. Unrelated to the complaint, the display screen was discolored and the battery compartment was cracked. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.